Event description:
It was reported that during an open gastrectomy, the blade of the device cracked in half and broke off into the pt in the middle of the resection. The dr retrieved the broken tip of the blade. A second device was used to complete the case with no pt consequence.